Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the hcp wants patient to have an MRI to see if the scs is still in the correct position. Patient was unsure why hcp was ordering an MRI. No therapy allegations were reported but patient stated that he used to charge the ins once per week and is now needing the charge the ins every 3-4 days. This issue began about 6 months ago, possibly between (B)(6) 2019 and (B)(6) 2019. Patient thought this could be why the hcp ordered an MRI. The hcp invited in a manufacturer representative to test scs 2-3 weeks ago at an appointment. The rep said there is nothing wrong with the scs. Patient cannot have medicine because of needing the MRI. Patient also mentioned that he sets stim to 2.5 when he wakes up in the morning and turns stim down to 0.5 when he goes to bed. Sometimes he will forget to lower stim at night when he is laying down and first described this sensation as needles but then confirmed that this is a normal stim sensation and confirmed it is not uncomfortable. No further co mplications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the ins was non-functioning and hadn¿t been interrogated since implant. The hcp also reported that the ins was losing battery charge. The hcp guessed it had been ¿years¿ since it stopped functioning. No further complications were reported.